Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it's not possible to determine a manufacture date.

Event description:
The caller stated that she was helping someone perform a blood glucose test. When she was finished using the lancing device, she attempted to remove the lancet and cut her thumb on the used lancet. The caller had not put the protective cap on the lancet before removing it. No other info was provided about the incident. Customer service advised the caller to contact her healthcare provider. The lancing device is to be returned for evaluation. A replacement device was sent to the caller.